Manufacturer narrative:
The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: (06/2020).

Event description:
It was reported through the results of a clinical trial that approximately 21 days post index procedure, an above knee amputation was performed due to non-healing left metatarsal amputation. The current status of the patient is unknown.